Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted on (B)(6) 2011, following a cholecystectomy and endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the patient underwent a laparoscopic cholecystectomy and a posterior ercp procedure on (B)(6) 2011. During the procedure, a sphincterotomy was performed and a "biliary prosthetic sola 10 fr x 10cm was placed." It was reported that the patient experienced bleeding most likely due to an increase in the arterial blood pressure. Steps were performed to stop the bleeding and the procedure concluded at approximately 8pm. On (B)(6) 2011 at 2am, the patient vomited an abundant amount of blood (red) twice and then projectile. On (B)(6) 2011 at 7am, a second ercp procedure was performed and the wallflex biliary stent was implanted to stop the bleed. The stent was implanted within the intrapancreatic common bile duct, which was distended and occupied by the other prosthesis that was longer and localized from the right hepatic duct until the papilla. On (B)(6) 2011, the first attempt was made to remove the wallflex stent; however, the stent was unable to be removed. It was also observed that the stent had migrated. On (B)(6) 2012, the patient experienced cholangitis and was admitted into the clinic. The event was treated with IV antibiotic therapy. On (B)(6) 2012, the patient again experienced cholangitis and was admitted into the clinic. The event was treated with IV antibiotic therapy. An ercp procedure was performed to implant a plastic prosthesis 10fr x 10cm. During the procedure, it was noted that the common bile duct was of "normal caliber". An image compatible with a metallic prosthesis was seen in the distal third. According to the complainant, a total of five stent removal attempts have been made to remove the stent via endoscopy since the stent has been placed. The physician noted that "fibroquistic" tissue is present around the metallic stent. The physician wants to remove the stent to prevent or avoid new episodes of cholangitis. The current condition of the patient was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4) for the reported events of stent unable to be removed, stent migrated, and stent occluded. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.